Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the overlay and bezel were broken. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the screen of the programmer has been destroyed accidently. The programmer was returned for repair and to check if f unction is acting normal. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Further review prompted a change in the device analysis results.